Event description:
It was reported that during a lap cholecystectomy procedure, the clips were scissoring. Used a new one to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.